Manufacturer narrative:
Section a2, a3a, a3b, a4, a5 and a6: patient information not provided due to personal data privacy legislation/policy. Section d6a: if implanted, give date: not applicable, as lens was removed/replaced in the initial surgery. Section d6b: if explanted, give date: not applicable, as lens was removed/replaced in the initial surgery. Section e1: reporter email address: unknown/not provided. Section e1: reporter telephone number: unknown/not provided. Section e1: reporter address: unknown/not provided. Section h3: the device was not returned for evaluation. Therefore, a failure analysis of the complaint device cannot be completed. A review of the device history and complaint trending will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. Section h6: device code - 1069, used to indicate both lens optic and haptic damage. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that there was an issue with loading the toric intraocular lens (iol) in the patient's eye. It was observed that the haptic was completely fractured immediately after implantation, and a portion of the optic was also torn. The damaged lens was therefore removed, and a new intraocular lens was implanted in the same procedure. There was no requirement of incision enlargement, unplanned vitrectomy and sutures, however there was 10 minutes delay in treatment. No further information is available.